Event description:
A company representative reported that an insufficient number of everest set screws were available in a set intra-operatively and that one xia screw and one xia blocker were implanted in the patient to complete the everest construct. The surgery was completed with a 75 minute surgical delay. This report captures the xia screw.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.